Manufacturer narrative:
It was reported the patient underwent surgical intervention wherein the entire system was explanted for an unknown reason. The results of the investigation are inconclusive since the devices were not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Manufacturer narrative:
Date of event is estimated. During processing of this complaint, attempt was made to obtain complete event information. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 1627487-2020-32116. It was reported the patient underwent surgical intervention wherein the entire system was explanted for an unknown reason.